Event description:
It was reported that the patient device had a power on reset (por) occur. After the por, the device paced at vvi70 instead of the standard vvi65. It was also noted that the patient had been receiving radiation therapy. The device was cleared, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A por for critical ram parity error, addr=1f3d, data=f8, occurred on (B)(4) 2011 03:04:45. A patient alert for device circuit error occurred on (B)(4) 2011 03:04:45. Diagnostic information is consistent with the reported event.